Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. Caller (rep) reported ins is currently not functioning and patient has not maintained charge on stimulator. Caller became aware of this "awhile ago" and believes it has been previously reported. Caller was unsure of time frame due to this patient cancels many appointments. Managing hcp has re-located and currently has had one consultation with another hcp  but unsure if that will be new managing hcp. Patient may or may not have an ins replacement. If lead or extension are bad (unknown), they will not replace the ins. It was reported the caller was doing an ins replacement because they could not recover the ins.